Event description:
An optometrist reported being overcorrected, in her left eye, after prk surgery. Upon follow up, reporter stated that she was still in the early recovery process, but expressed being concerned as the fellow eye came in 'on target,' whereas the left eye was coming out overcorrected. Reporter also stated that the treating surgeon mentioned that her cornea is still healing. Additional data has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).